Event description:
The customer returned the device for evaluation. During the device evaluation, no evidence of foam degradation was found. However, upon review of the error logs, there were failure codes. The root cause identifies was a malfunction of the power management pcba and control pressure sensor. There was no patient involvement. Identification of problems or emerging issues involving the same symptom is accomplished through periodic quality monitoring.